Event description:
It was reported that a cartridge change error occurred with the pump, prompting the customer to attempt a pump reset to resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to inspect various parts of the pump and cartridges, but the issue persisted, preventing successful loading of the cartridge. Consequently, the customer was referred to continue using multiple daily injections as a backup therapy while awaiting further troubleshooting. Follow-up attempts by customer service included voicemails and emails, with the case eventually being closed after multiple contact efforts.